Manufacturer narrative:
Device was received with corrosion observed on the pcb assembly, bottom battery, and mechanism rails. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include sweating, stress, thirst, nausea, fatigue and disorientation. The patient was treated with a bag of fluids and anti-nausea medication. The patient was released after spending 4 to 6 hours in the ER. The pod was removed prior to going to the ER.